Event description:
Customer reported a beep anomaly on her insulin pump. She stated she did not know why her insulin pump would beep as there was no notification. Customer's blood glucose was 121 mg/dl. The customer also reported her insulin pump had passed a self test. The customer was advised to monitor the insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).